Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported to a hologic representative by a physician that he performed an ablation that ended with a hole in the array. It is unknown if any device fibers were left in the patient. The array was inspected prior to the ablation and there were no holes. No additional details available at this time.